Manufacturer narrative:
Philips was further informed the device intermittently failed the self test and indicates a charge/shock failure that clears after restarting.

Event description:
It was reported to philips the device displayed a red x in the ready for use (rfu) indicator with a charge/shock failure message. There was no report of patient involvement.